Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
It was reported that the patient presented to pre-discharge check on (B)(6) 2019. Upon interrogation of the device, the right atrial lead dropped. The injury current was unsatisfactory. The patient presented for lead revision procedure on (B)(6) 2019. The physician tried multiple positions but did not like the measurements for injury current. The physician decided to explant and replace the lead. The new lead had similar measurements as the old lead. The patient was discharged.

Manufacturer narrative:
A complete lead was returned in one piece measuring 52.1 cm. Analysis was normal. No anomalies were found.